Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. Failure analysis was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had scratched reservoir tube window, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The father reported via phone call that the customer received a motor error alarm during a bolus. Customer's blood glucose was 220 mg/dl. The father could not recall any significant events leading to the alarm. The father also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.